Event description:
Pt complained that one of her pumps is malfunctioning (sn (B)(4)) due for maintenance on 10/27/2018. The pump keeps on beeping every time she is moving around and bending over and won't stop even when she is in an upright positioning/standing. I asked pt to check if there's a kink on the tubing and she said there's none but still the pump keeps on beeping. She replaced the pump without any issue and pt did not experience any adverse event. Psr will set up order for replacement pump and a return box. No other information provided. Yes the device error occurred while in use, it has not caused any harm to the patient. It is available for return and we are currently working on getting a replacement sent out. Dose or amount: 92 nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah.